Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed low impedance on the left bundle branch (lbb) lead. Programming changes were recommended. No patient symptoms or intervention was reported.